Event description:
Pt was revised to address tibial loosening.

Manufacturer narrative:
Examination of the submitted device revealed evidence confirming the reported loosening. The investigation could not draw any conclusions about the root cause of the device loosening. A search of the warsaw and leeds complaint databases did not show any other reports against the mfg lot. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.